Event description:
Reporter alleged obtaining a result of 180 mg/dl on her voicemate advantage system while feeling shaky, sweaty, and weak. Reporter stated her caregiver called the paramedics who arrived and obtained a result of 56 mg/dl on their system within 10 minutes. Reporter stated her caregiver gave her orange juice and food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.